Event description:
It was reported that during an unspecified endoscopic procedure the guide wire detached inside the patient. A jag precursor 035/450 st guide wire had been advanced to an unspecified location in the biliary duct. An unspecified "metallic prosthesis" had been advanced over the guide wire but the "guide was blocked" and the tip of the guide wire detached inside the patient. The detached portion stayed inside the implanted prosthesis. There is no information available regarding the patient's condition.